Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and 1-8a error logged was an indicator of issues with recognition on bipolar port 1. Slightly high duration between logged 1-8a and reported event. M-1f, m-10 errors also logged. Inspection during fa proceeded was unable to find issues which may relate to the reported event, and also unable to replicate on site. No errors in erbe logs. Unit tested system, no errors present. All energy operations successful via all ports. Bipolar energy effect nominal/functional. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer was unable to fire bipolar energy from the integrated electrosurgical unit erbe. The customer swapped out both the instruments and the energy cables but the issue remained, the customer observed question marks on the bipolar port indicators. The customer stated that they were continuing the case and they would connect a third-party generator for the following case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was able to complete the case with the same generator using different instruments and opting to use the vessel sealer instrument in later cases. To troubleshoot the generator malfunction, the following actions were taken: different instruments were connected, different cords were connected, powered off and back on, total system reboot. There was no harm to the patient or surgical delay.